Event description:
In 2006 a drainage cath was put in to a biliary stent in the common bile duct to prevent the stent from closing. The drain was capped and never used to drain. No alcohol was placed inside the drain. Drain was checked one month later. When they attempted to remove the drain, the pitail tip of the catheter was broken off.

Manufacturer narrative:
Review of returned sample: one piece of the catheter was returned. The returned section is 22cm in length. There is one complete drill hole present at the distal end of the catheter. The break occurred thru the next drill hole. The distal end of the catheter is black instead of the usual blue coloring. Material is soft and cracking is present. The distal tip is jagged. The pigtail and the hub were not returned for evaluation. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the returned sample, the material near the break appeared discolored (black), softer and cracked from the material breaking up. Although the complaint information states, "no alcohol was placed inside the catheter", the characteristics observed in the returned sample duplicate alcohol exposure. A ship history was conducted and provided one shipment of catalog number 14000803. The lot number shipped was 579168. This lot was manufactured on 6/05 and expired on 6/06. The review of the manufacturing records verified that the possible lot was manufactured and released to specifications. The complaint information also states the catheter was in place for 10 months. The instructions for use state the following indications to help avoid this complaint type from occurring: "where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. The physician should evaluate the catheter on or before 90 days post-placement." This type of complaint will continue to be monitored for trends. No further action required at this time.